Event description:
It was reported that the patient presented to the clinic on (B)(6) 2023. Upon interrogation, the implantable cardioverter defibrillator (ICD) was discovered to be in backup operation due to magnetic resonance imaging (MRI). The magnetic resonance imaging procedure was followed prior to the test. The device was reprogrammed successfully. The patient's condition is stable.